Manufacturer narrative:
(B)(4). No failure detected. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer's daughter complains of high results. Customer's daughter states that customer feels physically fine, denies the need for medical attention. The customer's expected blood results are 151-200mg/dl fasting. Verified test strips expire 08/31/2017. Customer's test strips are being stored in the bathroom and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6) customer's daughter stated meter time and date is not set properly.